Manufacturer narrative:
Concomitant medical products: product ID: dtmb1d1 ICD, implanted: (B)(6) 2018; 419688 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there some atrial undersensing during the ventricular fibrillation (vf) episode. The right atrial (ra) lead rem ains in use. No patient complications have been reported as a result of this event.